Event description:
It was reported that the percutaneous thrombolytic device (ptd) was used to remove thrombus from the deep vein thrombosis (dvt). However, while activating the drive and withdrawing the open basket with catheter from the dvt region, the basket suddenly stopped rotating even though the switch was on. After pulling the device from the vessel, the clinician found that the catheter had broken into two pieces. He successfully removed the device in its entirety, without injury to the patient, and completed the procedure using a different device. The clinician stated he was surprised this occurred as there was minimal clotting and it should not have caused the rotation to stop. Follow up information stated that the patient was a dialysis patient. It was also noted that a spring wire guide was used with this procedure and that the device was being used for thrombolysis of arteriovenous graft (avg).

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.